Event description:
The customer contact reported the device would not pass the cassette test. On an unspecified date, the tubing set was being used to deliver an unspecified volume of saline solution with electrolytes, at an unspecified rate, via a plum pump. After unspecified length of time, it was reported that the pump alarmed for n251 - cassette test failure. No specific details were provided. The pump was replaced; however, it was reported that the problem was not resolved. It was reported that after the tubing set was replaced, the problem resolved. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It is not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.